Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: product history review could not be completed due to lack of information. Lot number and cartridge serial number were not provided. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported that they received 5 false positives results but only provided specific information for 2 false positive results. (B)(4) for alternate known false positive results and cases (B)(4) for the three unspecified false positive results). This MDR will document 3 of 5 false positive results. Unspecified date: false positive result on the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number not provided). No further information provided regarding date of testing or confirmatory testing performed. The individual had no symptoms, is vaccinated and boosted, and had no known exposure. No recent contacts are known to have tested positive for covid-19. Cartridges have been stored at room temperature.